Event description:
The customer reported that there was a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rotational knuckle was replaced during the service call. The system was tested and found to be working as intended and returned to service.